Manufacturer narrative:
A review of the complaint history, device history record, instructions for use, manufacturing instructions, quality control, trends and a visual inspection of the complaint device was conducted. One advance 14 lp low profile balloon catheter was returned for investigation. The length of the catheter is 166.0 cm. No damage is noted. Balloon length is 3.8 cm. The diameter of the balloon is 0.14291 in. Balloon was able to be inflated and no leak was detected. It is unknown why the customer experienced difficulty. It is plausible to suggest that patient condition may have made manipulation of the balloon catheter difficult during the procedurally related event. A definitive root cause could not be determined. A review of the device history file indicate that the device was manufactured and packaged according to specifications. There is no evidence to suggest the product was not manufactured to current specifications. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The reported device has been received, an evaluation is in progress.

Event description:
It was reported during an unspecified procedure the advance 14 lp low profile balloon catheter ruptured. There was severe calcification in the lesion. The device was advanced over another manufacturer's 0.014 inch wire guide from the left groin to the left sfa ipsilaterally. While inflating the advance 14 lp low profile balloon catheter, the balloon ruptured before reaching the nominal pressure. The direction of the rupture of the balloon is unknown. Another manufacturer's device was used to complete the procedure. There was no adverse effect to the patient reported. No additional details have been received.